Event description:
It was reported that the pt's hearing performance was not steady. Reposition of the fmt was tried, but during the surgery, the conductor link was cut. The pt was reimplanted with another vibrant soundbridge during the same surgery on (B)(6) 2011.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.